Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. However, the insulin pump passed all functional testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported the buttons on the insulin pump were not responding and the device alarmed button error. Customer's blood glucose was 250 mg/dl, treated with manual injections. Customer's mother was unable to clear alarm. Customer's mother reported she did not recall any significant event that may have caused the device to alarm. Customer attempted to input a new battery to clear alarm. Customer's mother was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.